Event description:
When using the ligasure the hand piece stopped working and the machine read the error: does not identify device (something similar). Dr. Stated this has happened before and they had to shut down the whole machine. A new hand piece was opened and the machine was shut off. It functioned properly after that.